Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v524070, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced painful stimulation down their leg. Stimulation in the wrong location was noted. The physician could not identify a problem via the x-ray and was not able to reprogram around the painful stimulation. Impedances were also tested, but the results or interrogation reports were not provided. The physician reportedly thought it was bad lead placement. The lead was removed and a new lead was implanted. The same implantable neurostimulator was used, but the pocket was moved from the right side to the left due to pain at the right side pocket. Prior to leaving the hospital, the patient was feeling stimulation in a more comfortable place and not in their leg. The patient was not to have a follow-up until two weeks from the surgery. A follow up report will be sent if additional information is received.